Event description:
As reported through the japan post-marketing surveillance reporting system, 3+ paravalvular leak (pvl) was observed at the 30-day follow-up visit. The patient¿s aortic annulus diameter measured 20.0mm and had severe bulky leaflet calcification. A 23mm sapien xt valve was deployed with 1.5ml less than nominal volume and was implanted in the appropriate position. Post deployment images showed pvl, and the valve was post dilated with 1.5ml added to the nominal volume. Post procedural echo showed 2+ pvl, effective orifice area (eoa) 2.0cm2, mean gradient 10.0mmhg and peak velocity 2.0m/s. During the procedure, no device malfunction or adverse event related to the device malfunction was observed. On post operative day (pod) 5, the discharge echo showed 2+ pvl which was unchanged from post procedure. Nyha class ii, ejection fraction (ef) 60%, eoa 1.80cm2 and mean gradient 7.3mmhg were noted. No device malfunction or adverse event related to the device malfunction was observed. On pod-27, echo at the 30-day follow-up showed 3+ pvl. Nyha class ii, ef 74%, eoa 2.10cm2 and mean gradient 10.7mmhg were noted. No device malfunction or adverse event related to the device malfunction was observed. The 6-month follow-up visit echo showed 3+ pvl which was unchanged from the previous visit. Nyha class ii, ef 63%, eoa 1.90cm2 and mean gradient 8.0mmhg were noted. No device malfunction or adverse event related to the device malfunction was observed. The 1-year follow-up visit echo showed 3+ pvl which was unchanged from the previous visit. Nyha class I, ef 58%, eoa 2.30cm2 and mean gradient 9.0mmhg were noted. No device malfunction or adverse event related to the device malfunction was observed. There is no indication that additional intervention or treatment was needed for the pvl.

Manufacturer narrative:
Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, the patient¿s medical conditions (history of 2+ mr, 2+ tr, htn and ckd) could be contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.